Manufacturer narrative:
The complaint investigation for false reactive alinity s hiv ag/ab results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, labeling review, and field data review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances, potential non-conformances or deviations with lot 27541be00. Labeling was reviewed and sufficiently addresses the customer's issue. The overall performance of the alinity s hiv ag/ab combo reagents was reviewed using field data from customers. Overall reactive rates to lot 27541be00 across biolife social circle (blps-sc) and us plasma peers were collected and assessed. The reactive rate performance of lot 27541be00 observed at blps-sc is within product requirements and comparable to the peers and other analyzed reagent lots. Further, both across peer sites including and excluding blps-sc, the irr, rrr and specificity observed for lot 27541be00 are within product requirements. Based on the investigation the alinity s hiv ag/ab combo reagent is performing as intended as all obtained reactive rates for the likely cause lots are within product requirements. No systemic issue or deficiency of the alinity s hiv ag/ab assay for lot number 27541be00 was identified.

Manufacturer narrative:
Patient identifier: sids (B)(6) and (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed (B)(6) architect hbsag qualitative ii results for two donors. The following data was provided: (B)(6) 2021 sid (B)(6) initial result on as1302 (lot 27541be00) = 7.11 s/co, repeats on as1305 = (B)(6) and (B)(6), subsequent donation ((B)(6)) was nonreactive ((B)(6)) on as1310. (B)(6) 2021 sid (B)(6) initial result on as1302 (lot 27541be00) = 7.11 s/co, repeats on as1305 = (B)(6) and (B)(6), subsequent donation ((B)(6)) was nonreactive ((B)(6)) on as1285 no impact to patient management was reported.